Event description:
It was reported that catheter entrapment and stent dislodgement occurred. The 2.25mm x 12mm promus element plus stent was advanced to the target lesion. However the stent delivery system (sds) got stuck on an unspecified guide wire inside the 6fr non bsc guide catheter. It was also noted that the stent was separated from the shaft. The unspecified guide wire and the 2.25mm x 12mm promus element plus stent were removed from the 6fr non bsc guide catheter. The guide wire was exchanged to another unspecified guide wire and the procedure was completed using a 2.25mm x 12mm non bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Updated: device lot number, device expiration date, device manufactured date, device evaluated by MFR.,method codes, results codes, conclusion codes, evaluation summary attached. Device evaluated by MFR: the complaint device was returned for analysis. The proximal section of the catheter was returned as a result of a break in the midshaft approximately 11.5cm distal to the midshaft bond. The midshaft was also stretched at the break site. The hypotube was kinked at 56cm from the catheter strain relief. This type of damage is consistent with excessive tensile force being applied to the catheter during use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and stent dislodgement occurred. The 2.25mm x 12mm promus element plus stent was advanced to the target lesion. However the stent delivery system (sds) got stuck on an unspecified guide wire inside the 6fr non bsc guide catheter. It was also noted that the stent was separated from the shaft. The unspecified guide wire and the 2.25mm x 12mm promus element plus stent were removed from the 6fr non bsc guide catheter. The guide wire was exchanged to another unspecified guide wire and the procedure was completed using a 2.25mm x 12mm non bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).